Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported difficult to remove from patient anatomy (clip caught on chordae) could not be determined. The reported tissue damage was a cascading event of the difficulty to remove from patient anatomy. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and difficulty removing the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted, and grasping was performed. The physician decided to reposition the clip, but during repositioning, the clip became caught on the chordae. The clip was able to be freed from the chordae but ended up tearing some of the chordae. The torn chordae made the valve more mobile; therefore, a plug was implanted to treat the chordae. The clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.